Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins) for non-malignant pain. It was reported that patient had turned therapy off. Rep reported short impedance on 11,12. Rep said t she met with the patient to optimize therapy. After meeting with the patient realized ins had been off. Patient reported turning stimulation off because when she walked it was too strong at the parasthesia area. Rep educated the patient that she can turn stimulation down if it is uncomfortable. Impedances were tested and it was reported that 11, 12 <(><<)>50. Rep had programmed around affected contacts and was able to get good coverage. Hcp has been notified regarding this information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep).it was reported that the stimulation being too strong was a function of positional changes and patient not adjusting to her comfort when necessary. It is not known why there was a short between contact 11 <(>&<)> 12. The health care professional (hcp) was made aware for this information at the time of the reprogramming patient. No patient symptoms or complications were reported in this event.